Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) failed incoming testing due to the lcd (liquid crystal display) being out of electrical specification (missing pixels). The battery contacts were also out of mechanical specification, the battery drawer and bail covers were broken/contaminated, the upper/lower case, ring cover, main seal, and lead flex cover were contaminated, the keyboard was scratched, and the ring bent. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.